Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The reprocessing was not conducted properly due to leakage from the biopsy channel, then the material was not eliminated. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had string of plastic found stuck in the biopsy channel during inspection. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of string of plastic found stuck was confirmed. The additional evaluation findings are as follows: biopsy channel leak, tears and scrap marks inside channel of the forceps passage, and bending section cover glue cracked. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.